Manufacturer narrative:
H10: received one unused list# 079510422, empty container. The complaint of particulates inside the 079510422 empty lifecare container can be confirmed. As received there were reddish powder like residuals inside the empty lifecare container. The sample was not adequate enough to perform an ft-ir on. The probable cause and the origin of the residual is unknown. A batch record review was performed to lot# 929175h, list# 07951-0422 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device has been received on november 25, 2019. The investigation is not yet complete.

Event description:
The event involved an empty lifecare 250 ml container that the customer reported during preparation the officer noticed the presence of a contaminant inside the bag. There was no patient involvement.